Manufacturer narrative:
(B)(4) upon completion of the investigation a follow up report will be filed.

Event description:
In (B)(6) 2016 patient underwent hydrocephalus shunt implantation. Two (2) weeks after initial implantation csf leakage was diagnosed around valve. During revision procedure on (B)(6) 2016 it was discovered that the valve had a rip causing the leak.

Manufacturer narrative:
(B)(4). Upon completion of the investigation it was noted that the images were taken of the ¿as received¿ valve. The valve is a precision valve with 3 dots. The valve was hydrated for about 48 hours. The valve was visually inspected: and confirms the tear/cut in the silicone housing around the siphon guard. Review of the history device records confirmed the valve product code 82-3813, with lot cpbb2f, conformed to the specifications when released to stock in 19th february 2013. The root cause could be due to a sharp or pointed object coming into contact with the silicone, or some form of impact, this however could not be determined. As noted in the IFU silicone has a low tear / cut resistance. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4). It was not possible to investigate the complaint as no sample was returned for evaluation. We have made several previous attempts for tracking information and/or to have the complaint sample returned to us. If the sample is returned in the future, this complaint will be re-opened and evaluated. Review of the history device records confirmed the valve product code 82-3813 with lot cpbb2f conformed to the specifications when released to stock in 19th february 2013. At the present time this complaint is considered closed. Device not available.